Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patients ipg displayed a replace generator message. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates surgical intervention took place where the patients drg ipg was explanted and replaced. Therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.